Event description:
The user reported that the interlock system was not functioning as expected, allowing two vaporizers to turn on simultaneously. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.